Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, the manufacturer has made multiple attempts to follow up for the product return but was unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula using ruby coils. During the procedure, while advancing the first ruby coil through a px slim delivery microcatheter (px slim), the physician did not mention any resistance; however, the ruby coil unintentionally detached in the patient¿s body and migrated through the inferior petrosal sinus to the sigmoid sinus. Therefore, the physician used a snare device to successfully remove the detached coil. After that, the procedure was completed using a penumbra coil 400 (pc400) and the same px slim. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. Twelve hours post-procedure, the patient became unconscious. The physician believes that the patient''s health status is related to the unintentional detachment of the ruby coil and that it took too long to retrieve the detached coiled. As of (B)(6) 2016, the patient is still unconscious. No additional medication has been given and no intervention has been performed due to the patient''s condition.